Manufacturer narrative:
Multiple attempts to retrieve the product back for investigation have been unsuccessful. A f/u report will be filed if the device is returned back to the MFR for investigation.

Event description:
It was reported by the user facility that the pt was burnt by the device. Multiple attempts to gather add'l info on the event were unsuccessful at this time.